Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a (B)(6) female patient who had essure (batch no. C91740) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), stress and anorexia. Previously administered products included for prevent pregnancy: mirena iud from 2009 to (B)(6) 2014. Concurrent conditions included body mass index normal, smoker and asthma since 2008. Concomitant products included cyclobenzaprine, hydroxyzine, ibuprofen and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstruation pain / dysmenorrhea (cramping)/ abdominal pain with menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) "), dyspepsia ("not digesting food") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("abnormal, heavy, menstrual bleeding / abnormal bleeding (menorrhagia)/ prolonged, abnormal menses"), abdominal pain lower ("severe, lower abdominal pain / severe cramping"), back pain ("worsening of back pain"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), abdominal pain ("abdominal pain without menses"), arthralgia ("hip pain"), pain in extremity ("leg pain") and uterine pain ("uterine pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, fatigue, dysgeusia and weight fluctuation had not resolved and the vaginal haemorrhage, migraine, headache, allergy to metals, dyspareunia, weight increased, dyspepsia, alopecia, abdominal pain, arthralgia, pain in extremity and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: reporter added, lot number received, patient historical and concomitant condition added, events added as follows:- vaginal haemorrhage, headaches, allergy to metal, dysmenorrhea, dyspareunia, weight gain, dyspepsia, alopecia, pain extremity, uterine pain, arthralgia. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 27-year-old female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), stress and anorexia. Previously administered products included for prevent pregancy: mirena iud from 2009 to (B)(6) 2014. Concurrent conditions included body mass index low, smoker and asthma since 2008. Concomitant products included cyclobenzaprine, hydroxyzine, ibuprofen and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstruation pain / dysmenorrhea (cramping)/ abdominal pain with menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) "), dyspepsia ("not digesting food") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("abnormal, heavy, menstrual bleeding / abnormal bleeding (menorrhagia)/ prolonged, abnormal menses"), abdominal pain lower ("severe, lower abdominal pain / severe cramping"), back pain ("worsening of back pain"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), abdominal pain ("abdominal pain without menses"), arthralgia ("hip pain"), pain in extremity ("leg pain") and uterine pain ("uterine pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, fatigue, vaginal haemorrhage, migraine and dyspepsia had resolved, the dysmenorrhoea, back pain, dysgeusia and weight fluctuation had not resolved and the headache, allergy to metals, dyspareunia, weight increased, alopecia, abdominal pain, arthralgia, pain in extremity and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 27-year-old female patient who had essure (batch no. C91740) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida I, parity 1 ((B)(6) 2009), stress and anorexia. Previously administered products included for prevent pregancy: mirena iud from 2009 to (B)(6) 2014. Concurrent conditions included body mass index low, smoker and asthma since 2008. Concomitant products included cyclobenzaprine, hydroxyzine, ibuprofen and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormal menstruation pain / dysmenorrhea (cramping)/ abdominal pain with menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse) "), dyspepsia ("not digesting food") and alopecia ("hair loss"). On an unknown date, the patient experienced menorrhagia ("abnormal, heavy, menstrual bleeding / abnormal bleeding (menorrhagia)/ prolonged, abnormal menses"), abdominal pain lower ("severe, lower abdominal pain / severe cramping"), back pain ("worsening of back pain"), fatigue ("fatigue"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuation"), weight increased ("weight gain"), abdominal pain ("abdominal pain without menses"), arthralgia ("hip pain"), pain in extremity ("leg pain") and uterine pain ("uterine pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, fatigue, vaginal haemorrhage, migraine and dyspepsia had resolved, the dysmenorrhoea, back pain, dysgeusia and weight fluctuation had not resolved and the headache, allergy to metals, dyspareunia, weight increased, alopecia, abdominal pain, arthralgia, pain in extremity and uterine pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, menorrhagia, migraine, pain in extremity, pelvic pain, uterine pain, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received-outcome of abdominal pain lower, fatigue¸ pelvic pain, menorrhagia changed from not recovered / not resolved to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.